Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol therapeutics who reported that on (B)(6) 2020 the staples were removed, and the wound was healing well without redness or drainage. On (B)(6) 2020, the patient was seen in the clinic with the report of wound swelling and drainage that started on (B)(6) 2020. Wound cultures of the patient¿s wound infection on (B)(6) 2020 showed klebsiella. The patient was admitted, and the pump and catheter were explanted. The patient was treated with IV (intravenous) antibiotics while hospitalized until discharge on (B)(6) 2020. The patient was then treated with oral antibiotics for 2 weeks. The infection resolved on (B)(6) 2020. The patient¿s medical history prior to the use of lioresal included a history of severe head injury in march 2007 with spasticity. The patient was 5 feet 7 inches tall. The patient¿s concomitant medications were onfi, lamictal, seroquel, and protein supplements. The lioresal concentration was 2000 mcg/cc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was lioresal with an unknown dose and concentration. It was reported that there was an infection after replacement of the pump. The issue started in (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown what troubleshooting was performed. The implanting surgeon decided to explant the pump and the catheter after discovering the patient had an infection. The issue was resolved at the time of the report.